Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device did not recognize the video feed. The issue was identified during sedation for a diagnostic colonoscopy procedure. The procedure was completed using the same device. There were no reports of patient harm.

Event description:
No other updated information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional results of the final investigation and correction. Updated fields: h6 and h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Additionally, it was found pump unit air tubing and dry fluid debris inside socket was found to be reportable during investigation. A root cause could not be identified. Based on the results of the investigation, it is likely that cause for the additional malfunctions could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: did not recognize video feed due to worn-out socket latch mechanism not protecting pins due to excessive stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.